Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced driveline power fault messages on (B)(6) 2020. The patient returned to the outpatient clinic. Log files were downloaded. The patient had no pump issues. The patient was doing fine. The log files confirmed the alarms. No direct event inside the log files was noted. The resistance of line b was increased. The alarm was cleared through the system monitor but appeared again directly. The account exchanged the patient's modular cable and system controller to exclude any issue with the peripheral components. The exchange of the modular cable and system controller did not resolve the alarm. An investigation of the exchanged modular cable showed some contamination of two pins inside the modular cable. It was suspected that some moisture had infiltrated the pump connector. All information was forwarded to engineers in the united states whose feedback confirmed this assumption. The clinical coordinator recommended that the clinic clean the pump cable connector. The account was still deciding what further troubleshooting to do. The cause of the driveline faults was not completely confirmed. The account highly suspected that the contamination of the modular connection on both sides was related to the driveline fault. The driveline faults had not resolved as of (B)(6) 2020. The account cleaned the pump cable connector on (B)(6) 2020 with specific brushes, cleaning agents for electronics, and compressed air were used. During the procedure it was visible that the pump cable connector was contaminated. The modular cable was exchanged again. The alarm did not resolve. The alarm was muted permanently. The pump operated as expected. The patient was doing fine. The account planned to set the patient on a high urgent transplant list due to this alarm as they wished to avoid further invasive interventions. The patient was transplanted successfully on (B)(6) 2020 without any issues. The pump operated as expected until the transplant although the driveline power fault was still in place and a driveline communication fault occurred occasionally the week before. The pump will be returned. The hospital planned to notify the national competent authority.

Event description:
Related manufacturer report number: 2916596-2021-03703.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of driveline power faults was confirmed through evaluation of the submitted log files. The evaluation of the pump cable for heartmate 3 left ventricular assist system (lvas), serial number (B)(6), revealed areas of corrosion within the pump cable in-line connector. Although a specific cause for this finding could not be conclusively determined through this evaluation, the corrosion/contamination would have contributed to the reported driveline power and communication fault alarms. (B)(6) was returned assembled with the pump cable severed approximately 5¿ from the pump housing. The modular cable (lot number 7547620) was returned with the device attached to the distal portion of the severed pump cable, with rescue tape applied around the entirety of the connection. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port. The outflow graft was severed approx. 4¿ from the pump housing and the distal portion was not returned. Disassembly of the device revealed no evidence of developed depositions or thrombus formations. Upon disconnection of the pump cable from the modular cable, green/black corrosion was noted within the in-line connector of the pump cable. Electrical continuity testing confirmed unusually high resistance on the red wire (power b line). In addition, the test also revealed high resistance in the yellow wire (communication b line). Further dissection of the in-line connector of the pump cable revealed corrosion of the red wire inside the potted area. The remaining wires inside the potted area were unremarkable. The observed corrosion would have contributed to the high resistance observed along the wires, contributing to the driveline power and communication fault alarms. The heartmate 3 lvas instructions for use (IFU) warns to keep connectors clean and dry and away from water or liquid. The patient handbook also lists examples of emergencies, including driveline power fault and driveline communication faults, and the recommended actions associated with these emergencies. The IFU and patient handbook documents explain all system alarms and the recommended actions associated with them. In addition, these documents contain information on how to clean and care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient experienced driveline power fault messages on (B)(6) 2020. The patient returned to the outpatient clinic. Log files were downloaded. The patient had no pump issues. The patient was doing fine. The log files confirmed the alarms. No direct event inside the log files was noted. The resistance of line b was increased. The alarm was cleared through the system monitor but appeared again directly. The account exchanged the patient's modular cable and system controller to exclude any issue with the peripheral components. The exchange of the modular cable and system controller did not resolve the alarm. An investigation of the exchanged modular cable showed some contamination of two pins inside the modular cable. It was suspected that some moisture had infiltrated the pump connector. All information was forwarded to engineers in the united states whose feedback confirmed this assumption. The clinical coordinator recommended that the clinic clean the pump cable connector. The account was still deciding what further troubleshooting to do. The patient was transferred from the inpatient area of the hospital on (B)(6) 2020. The patient had a stable course following implant on (B)(6) 2020. The patient had a driveline fault on (B)(6) 2020 and presented to the hospital via ambulance. The controller and modular cable were exchanged but were unsuccessful in clearing the alarm. The patient was admitted on (B)(6) 2020 to clean the controller connector in case of corrosion. The cleaning was carried out unsuccessfully. The pump continued to work. Another communication alarm occurred later. The cause of the driveline faults was not completely confirmed. The account highly suspected that the contamination of the modular connection on both sides was related to the driveline fault. The driveline faults had not resolved as of (B)(6) 2020. The account cleaned the pump cable connector on (B)(6) 2020 with specific brushes, cleaning agents for electronics, and compressed air were used. During the procedure it was visible that the pump cable connector was contaminated. The modular cable was exchanged again. The alarm did not resolve. The alarm was muted permanently. The pump operated as expected. The patient was doing fine. The account planned to set the patient on a high urgent transplant list due to this alarm as they wished to avoid further invasive interventions. The patient was transplanted successfully on (B)(6) 2020 without any issues. The pump operated as expected until the transplant although the driveline power fault was still in place and a driveline communication fault occurred occasionally the week before. The pump kit will be returned. The hospital planned to notify the national competent authority.